Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient services (pss) received call from patient rep stating that the patient was recently implanted and wanted to know how to use the external equipment. The caller had the wireless recharger (wr) ,tm90, and the handset with them. The caller stated that they opened the app (dbs therapy ) and were seeing not found and a error code of 575 , while they were using the wr. Pss explained to the caller they needed to navigate into the recharger application when charging ins. Pss walked the caller through the pairing steps of connecting the wr to the handset. Pss could hear the wr searching for ins , before the caller stated that the wr turned orange. Pss had the caller restart the wr and attempt to connect to on ins at a time. The caller state that they were able to connect the wr to the left ins and saw that the ins was at 100% charged. The caller attempted to connect wr to right ins but the wr would only stay connected for a moment then go back to searching. The caller stated that they were able to connect the wr to the right ins for a moment and saw that it was at 75%. Pss had the caller reset the wr off the docking station but the issue persisted with the right ins and the caller could not keep a connection between wr and right ins. The caller stated that there was zero swelling at the incision site. Pss then had the caller attempt navigate into the dbs therapy app. The caller stated that they were able to successfully connect to the left ins , but when attempting to connect to right ins was seeing no communicator found. Pss redirected the caller to follow-up with the healthcare provider (hcp) to further investigate the right ins. The caller stated that the patient has a follow-up appointment with the hcp. Patient rep called for instruction of handset/ wireless recharger . Patient rep states right ins is not level and is up higher by the collar bone and it is hard to charge. Caller states not being able to get the wr to connect on the right side until today. Pss reviewed recharger app and therapy app. Wr connected on both sides . Patient rep states they have to move the wr around on the right side to get it to connect. Pss reviewed patient can inform dr if problem persists. No symptoms reported.